Event description:
The technician reported the brake caster is not holding when in brake mode. The stretcher was located on the 6th floor at the facility. There was no patient/user injury reported. The report was filed in our complaint handling system as complaint # (B)(4).

Manufacturer narrative:
The technician found the brake hex rod is not staying inside the brake caster. The technician found the brake hex rod screw is broken most likely due to normal wear and tear. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2009 through 2014. It is unknown if the facility performed any other preventative maintenance on this bed. The hex rod was replaced by the technician to resolve the issue. Based on this information, no further action is required.